Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported - suture breakage. An empty opened box with fourteen unopened samples and an opened sample with several suture pieces of product code (B)(4), lot hd5106 were returned for analysis. During the visual inspection of the opened sample, the swage and attachment area of the needle was as expected. The suture pieces were examined, and the sutures have begun the process of disintegration, which caused the suture breakage. Additionally, the foil was not returned for evaluation to determine if any damage was present that could be attributable to degradation of the suture. In the visual inspection of fourteen unopened samples, pinholes in the bottom foil cavity could be observed on six packaging. These samples were opened, and the swage and attachment area were as expected. However, the sutures were examined, and the sutures were broken in several pieces, due to the process of disintegration. Due to the condition of the samples received, functional tests were not performed. In the other eight unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or suture breakage were observed. A functional test was performed, and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, it could not be determined what may have caused the reported incident. Per the condition of six unopened samples, the assignable cause of the suture breakage was suture degradation due to pin holes in cavity. Per the condition of the eight unopened samples no suture breakage was found.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread was in individual pieces in the packaging. The suture appeared to be cut into pieces when the foil was opened. There was no adverse patient consequences reported. Upon evaluation, suture degradation and holes in the package were found.